Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient stopped breathing when the endotracheal tube was pulled out at the end of the implant procedure. The patient was hospitalized and treated for pulmonary edema that was due to her pre-existing heart condition (congestive heart failure). The physician does not believe the issues are related to the device. The patient has recovered without sequelae and is receiving effective pain relief from using the device.